Event description:
It was reported that the customer requested a bolus for 30 grams of food and a blood glucose (bg) level of 600 mg/dl. Contact stated that the pump delivered the food portion of the bolus but not the correction bolus. During troubleshooting with tandem customer technical support (cts), pump history showed that the food bolus was delivered but the correction bolus was not delivered because the user clicked "no" when the screen prompted delivery of the bolus for above target bg. Contact acknowledged. Cts indicated that the correction bolus could still be delivered by the user. Contact declined to discuss the cause of the elevated bg and stated that "they knew why it was high". No further assistance was requested by the contact.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.